Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their treatment. The patient contacted ts to troubleshoot an alarm that occurred during fill 1 of 3. The alarm, ¿make sure heater bag is on heater tray¿, could not be bypassed; the message continued to appear. As a result, the patient cancelled their treatment. When they removed the cassette from the cycler, moisture was observed on the ¿black bubbles¿ behind the cassette. After informing the ts representative of the issue, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. Upon follow-up, it was reported that no visible damage was found on the cassette; the patient did not know what caused the leak. The patient did not complete their treatment that evening. They stated they were not home when the event occurred, and therefore, they did not have any manual supplies with them. Despite the incomplete treatment, the patient stated there were no adverse consequences. No additional treatments were missed. Per the patient, the replacement cycler was received the following day. The patient confirmed being trained to perform manual pd therapy, as well as stat drains if necessary. The patient confirmed they did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. Additionally, the patient stated their peritoneal effluent fluid remained clear following the event. The old cycler was picked up and returned to the manufacturer for evaluation when the replacement was delivered. The patient was continuing pd therapy on the replacement cycler with no further issues. The cycler set was not available for evaluation as it was reportedly discarded.